Event description:
The catheter was placed in 1999. The catheter came apart at the hub. Catheter migrated into stomach and separated. The catheter was removed and physician extracted separated segment with hemostats.